Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, two products were involved. The first device used read ¿tighten assembly¿ and the tip broke in the first use of the second device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # m93d5d. The device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11. The device was analyzed, and it was determined that it was used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.